Manufacturer narrative:
The investigation of hemolysis has been completed. The patient was on extracorporeal membrane oxygenation for days prior to impella insertion with pre-existing hemolysis. Insertion was tough. Server hemolysis was noted for 24-36 hours after impella placement. The data logs showed multiple motor current spikes after the pump was started with multiple auto suction response. Logs also showed some positioning issues but resolved. No other issue was found on the logs. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. A kink on cannula was found. No other issues were found on the rest of the pump. The root cause of hemolysis was due to biomaterial ingestion based on return product and log analysis.

Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient had pre-existing hemolysis with an extracorporeal membrane oxygenation (ECMO) and after the impella 5.5 was delivered the hemolysis worsened. The pump positioning was assessed and hemodialysis began. The patient developed disseminated vascular coagulation and the impella 5.5 pump was explanted after 46 hours. The patient continued on support with ECMO.